Manufacturer narrative:
The product is not available for return as it remains implanted. Review of the device history record and package insert were performed no discrepancies were noted. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. "Risks associated with reported condition are addressed through the warnings in the package insert as a part of design control risk management. Associated package insert (B)(4), there are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions,¿ number 10 states, "fretting and crevice corrosion may occur at interfaces between components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported.¿ following review, no new risks were identified." If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Zimmer biomet complaint: (B)(4).

Event description:
It was reported that the patient had a total left hip arthroplasty on (B)(6) 2005. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to alleged pain, squeaking, elevated metal ion levels, metal debris, and fluid collection. Patient's legal counsel further reported that patient allegedly experienced discomfort, lack of mobility, soreness, pain, bone fracture, dislocation, wear metallosis. The cup remains implanted; the head was removed and replaced. Addition information received in revision operative report notes presence of a fluid collection, metal debris, and corrosion at the head/neck junction. The cup was noted to be stable and 2 degrees to the vertical. The cup remains implanted; the head was removed and replaced this report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.